Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up for use/before the patient was in the room, the grasping forceps end of the bipolar forceps insert was broken. There was no harm or injury reported.